Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer's mother reported that her daughter's bgs began to rise significantly within seven hours of activating a new pod. Over the following nine hours, her levels remained consistently high (266-367 mg/dl). An occlusion alarm was initiated, though no kink or blood was seen in the cannula. The pod was deactivated and will be returned for evaluation.